Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Proximal half of the stent damaged with struts distorted, lifted from the stent profile and stretched 3mm from the markerband over the balloon cone. The distal end of the stent was not damaged. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26apr2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed, 2.75x28mm, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After predilation with a 2.0x15mm maverick balloon catheter, a 2.75x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.